Event description:
This lead was explanted and replaced due to high thresholds and noise. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
(B)(6) 2019 - this lead was returned, at which point we were informed that in addition to previously reported complaints, fracture had also been noted. Upon receipt the lead was found heavily damaged. A stretched 94cm long distal lead fragment was returned. Explantation aids were still inserted in and mounted on the distal lead fragment. A proximal part including the serial number was missing. The performance of the lead fragment was scrutinized, including a visual inspection. The distal lead region was found completely covered in calcified tissue, calcification is known to cause high impedances. This damage is assumed to be the root cause for the clinical observation. Further damages like the damaged insulation, the deformed conductor coils and the bend fixation helix most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.